Event description:
During a breast reduction, the performance of plasmablade 4.0 diminished. Surgeon experienced weak coag and cut function. A second device was opened and similar results were experienced.

Manufacturer narrative:
Method: product scheduled for return, but not yet received by manufacturer.